Event description:
It was reported that the patient received an inappropriate shock. It was also reported that the implantable cardiac defibrillator algorithm did not work to withhold the shock. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.